Manufacturer narrative:
This report is submitted on april 11, 2022.

Event description:
Per the clinic, the device was explanted (date not reported) due to unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). This report is submitted on august 29, 2022.

Manufacturer narrative:
Device analysis report is attached this report is submitted on june 08,2022.